Manufacturer narrative:
Additional information was requested regarding the cause and resolution, but was not received. The root cause of the reported difficulty was not provided. No subsequent calls were noted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure to initiate caregroup alarms with two monitors connected to their philips intellivue information center (piic). No adverse event involving patient or user was reported.